Event description:
Philips received a complaint on the v60 ventilator indicating that they required part information. In a good faith effort (gfe) response from the customer received on 05sep2023, the device issue was clarified to have been a proximal pressure sensor range error. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer reported that the data acquisition (da) printed circuit board assembly (pcba) was replaced to resolve the issue, and the device has been returned to use.